Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2009. The patient has experienced erosion, shrinkage, and extrusion of mesh, causing urinary retention, persistent pain, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with cystoscopy due to stress urinary incontinence.

Manufacturer narrative:
It has been recommended that the patient have a procedure to remove the mesh due to recurrent bacterial infections, recurrence of stress urinary incontinence, painful intercourse, vaginal pain and bleeding, development of hard spot inside vagina and was diagnosed with erosion of mesh into vaginal wall. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.